Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow-up will be submitted when the evaluation is complete.

Event description:
The account alleges that during the placement of the permanent catheter, at the time of insertion using the seldinger technique, when the guide is removed, the catheter is returned together, causing a hemothorax to the patient during the procedure.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be established. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.